Manufacturer narrative:
H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed a failure, no device found message. No anomalies were visually observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6) product type: 0213-recharger brand name intellis; product ID 97745 (serial: (B)(6) product type: 0201-programmer patient b3: event date is year valid .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they called a couple weeks ago as the recharger wouldn't allow them to recharge, so they were sent a new controller but the new controller was locked up on checking the recharger. Pt said that they reset the controller a few times, however the issue was not resolved. Agent saw that the most recent call/product replacement was the controller in july as documented in case rtg0464933. When reviewing this with the pt, pt said that they had called like three or four weeks ago. Agent had the pt reset the controller during the call. Pt saw no apparent damage to the equipment. Agent had the pt initiate an ins recharging session. Pt said that the controller was blank and was not waking up. Pt took the battery pack back out of the controller and put the battery pack back in the controller again to make sure that the battery pack was seated properly in the compartment. Pt said that the controller still wasn't powering on. Agent had the pt con nect the controller to the ac power supply; pt then confirmed that the controller powered on. Agent had the pt unlock the controller; pt saw no device found. Pt didn't see an indicator light on the controller. Agent had the pt remove the battery pack from the cont roller and connect the controller to the ac power supply without the battery pack inserted; pt confirmed seeing the controller power on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power su pply; pt then saw the controller light flashing green. Agent had the pt unlock the controller; pt saw no device found. Agent had the pt initiate an ins recharging session. Pt saw no device found again, so agent had the pt tap recharge to go through passive recharge mode. The controller was stuck spinning on checking the recharger and would not advance to another screen. The issue was not resolved. Agent sent an e-mail to repair to replace the recharger. When asked for the event date, pt said that it was at least a week ago.